Event description:
According to the initial report received via email on (B)(6) 2021 from sanford research senior specialist, (B)(6)., " I just became aware of this event today as the subject was never hospitalized. The only documentation I have is an encounter with the ambulance but even that does not contain a note." The reported event is patient death for study patient (B)(6) with date of occurrence being (B)(6) 2021. Additional information received that a death certificate has been requested to determine cause of death. Upon receipt of the implant registration card from the on-x implant tracking team, the valve was implanted in the patient on (B)(6) 2019. Additional information received from the sanford research senior specialist relayed the non-certified record of death from the state department of health which listed cause of death as natural causes, likely cardiac etiology. No additional information forthcoming.

Event description:
According to the initial report received via email on 18-oct-2021 from the (B)(6) senior specialist " I just became aware of this event today as the subject (patient (B)(6) in the (B)(6) study) was never hospitalized. The only documentation I have is an encounter with the ambulance but even that does not contain a note." The reported event is patient death with date of occurrence being (B)(6) 2021. Additional information received that a death certificate has been requested to determine cause of death. Upon receipt of the implant registration card from the on-x implant tracking team, the valve was implanted in the patient on (B)(6) 2019.